Manufacturer narrative:
Product investigation completed. Returned product consisted of a watchman truseal access system with the dilator inside the sheath. Analysis of the tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed tip damage (delamination). The identified tip damage was delamination of the inner sheath lining, which is associated with implant deployment/recapture. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that tip damage occurred. A watchman truseal access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Multiple partial and full recaptures were performed with four attempted closure devices. After the 4th full recapture, damage to the tip of the sheath was noted. No patient complications occurred. The procedure was completed with another was and wds.

Event description:
It was reported that tip damage occurred. A watchman truseal access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Multiple partial and full recaptures were performed with four attempted closure devices. After the 4th full recapture, damage to the tip of the sheath was noted. No patient complications occurred. The procedure was completed with another was and wds.